Manufacturer narrative:
N/a

Event description:
The following has been reported: biomed reported: customer stated: cassette does not sit properly troubleshooting: able to insert cassette, but the "close dial" alarm appeared repeatedly despite changing new tubing set, one of the smaller pins within the loading dock is stuck - no patient harm a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.